Event description:
It was reported that during an implant procedure the physician found it required quite a bit of force to inject contract after the balloon catheter was inflated. After second inflation, injection of contrast caused balloon and catheter to push back and a coronary sinus (cs) perforation occurred. Following cs perforation patient developed pericardial effusion with rapidly accumulating hemorrhagic tamponade with hemodynamic compromise and the patient experienced cardiac arrest requiring full emergency measures. Cardiopulmonary resuscitation (CPR) was initiated and pericardiocentesis performed. The implant procedure was stopped and patient was admitted to the ccu (cardiac care unit). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).